Event description:
The customer reports that during a procedure carried out on (B)(6), when the surgeon was manually tightening the screws, a failure in the junction between the head and the body had occurred. He replaced both screws with the same item number.

Event description:
The customer reports that during a procedure carried out on the (B)(6), when the surgeon was manually tightening the screws, a failure in the junction between the head and the body had ocurred. He replaced both screws with the same item number.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling (IFU, op tech...) Did not indicate any abnormalities. Precautions for use are clearly defined and op tech reads specific warning in case of hard bone: "although cortical screws are self tapping, it is advisable to pre-tap hard (dense) cortical bone before screw insertion." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the investigation results, the root cause of the breakage cannot be determined. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.